Event description:
Rn placed ng per physician order. After placement rn unable to flush or pull back stomach contents. Rn removed ng tube and upon removal found that the tip of the tube had no perforations-holes.